Event description:
A custom implant was requested for the patient's right hip. Medical history reported: 63-year-old female with history of right total hip replacement done 30 years ago. Her initially total hip replacement failed and required revision surgery. Of note she has history of bilateral dysplasia and had hip preservation procedures done when she was younger prior to her right total hip replacement. Most recently she had re-current hip dislocations. The patient chose to have girdle stone procedure done and all implants were removed then decided to have a right hip reconstruction. She underwent a right proximal femoral replacement and an acetabular revision with a tm augment multiple screws and a cemented mdm liner. Her acetabular augments and cemented stem then dislocated leading to more bone loss. She now requires a custom implant to achieve sufficient fixation with the option for mdm or constrained liner.